Event description:
Pt had dialysis shunt in arm that burst. Pt expired. Shunt had been placed by short-term acute care hospital. It is currently not known if the event was caused by the shunt itself or if it was caused by the installation.